Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Date of diagnosis: (B)(6) 2019. Additional, changed, and/or corrected data: b.3., b.7, e.1, g.1.

Event description:
Healthcare professional reported patient a right breast implant rupture. "At the time of surgery the implant was found to be intact but was surrounded by a bloody, chocolatety, exudate. Interestingly the microbiology was returned as staphylococcus lugdunensis of doubtful significance." Healthcare professional further reported right side capsular contracture and breast implant associated anaplastic large cell lymphoma. Device has been explanted.

Manufacturer narrative:
Patient: (B)(6). The events of capsular contracture, infection, lymphoma alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, infection, lymphoma alcl and seroma.

Event description:
Healthcare professional reported patient a right breast implant rupture. "At the time of surgery the implant was found to be intact but was surrounded by a bloody, chocolatey, exudate. Interestingly the microbiology was returned as stapphylococcus lugdunensis of doubtful significance." Healthcare professional further reported right side capsular contracture and breast implant associated anaplastic large cell lymphoma. Device has been explanted.